Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue. A serial readout was taken and provided to livanova (B)(4) for further evaluation, and the issue was traced to the processor board. The technician replaced the board to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The replaced board was requested for return to livanova (B)(4) for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that an s5 roller pump displayed an error message during priming. There was no patient involvement.